Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that on (B)(6) 2020, 1.5 months status post left unicompartmental knee arthroplasty utilizing ibalance uka, a patient complained of pain, swelling and clicking. Per their healthcare professional, clinically and radiographically the knee looked excellent and it was believed the patient may benefit from increased physical therapy as it was thought the symptoms of patellar tracking in true. On (B)(6) 2020, approximately 2 years status post left medial unicompartmental arthroplasty, the patient continues to have somewhat diffuse pain in this knee and was present for aspiration follow-up which was negative for evidence of infection. Previous CT scan did not show any evidence of malrotation loosening of the components. Per examination the knee appears stable. The healthcare provider thought the pain may be due to slight instability versus worsening osteoarthritic changes in the remaining compartments. A revision was performed on (B)(6) 2021 for failed uka and patellar baja.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific biological response. The complaint allegation was not confirmed. No evidence of that failure was received.